Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient started noticing that the ins had shut off on its own, and it had occurred 4 times. It was noted that the ins did have charge in it at the time of the event, so the cause had not yet been determined. The patient met with the rep to troubleshoot, but the issue could not be replicated during that visit. The rep informed the patient to monitor for this issue and to contact patient services if it persists. No symptoms were reported. No further complications were reported or anticipated.